Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 90% stenosed, denovo lesion was located in the calcified and moderately tortuous right coronary artery. Vascular access was gained via the right femoral artery. The physician was using a 2.0x12mm quantum apex ptca dilatation catheter for dilatation and the balloon ruptured at 14atms. The device was removed intact and the procedure completed with another device. A 2.5x32mm taxus liberte stent was implanted and the lesion post dilated. There were no reported patient complications and the patient condition is good.